Manufacturer narrative:
Information available suggests the base leg was bent while user was in the process of being transferred. Current user guide covers proper transfer methods. Manufacture views this incident as improper use and not a malfunction. No further action indicated.

Event description:
The lift allegedly fell when the pt was using the lift, causing the consumer to break his ribs.